Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed.

Event description:
Coopervision was made aware on (B)(4) 2014 of a patient seen by a physician for foreign body sensation with redness in his right eye that started on (B)(6) 2014. The patient continued wearing contact lens and problem gradually worsened. The patient stopped wearing contact lens (B)(6) 2014 and about this time he became light sensitive. Medical information received from the physician relates an infectious corneal ulcer of right eye paracentral border and white stromal infiltrate consistent with a corneal ulcer. The left eye is unremarkable. The condition is noted as resolved with 20/20 ou vision and with current continuation of daily lens wear. Aggressive antibiotic treatment was administered consistent with administration to preclude permanent injury.